Event description:
It was reported that a half day infusor leaked from its reservoir. This was found prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13c060 was manufactured march 20, 2013 - march 22, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.